Event description:
Product was returned to manufacturer for analysis with report of "documented rotor stall". Phyisican questioned whether it fell within the "suspect group for gear #5". Followup with hcp revealed the pt had been experiencing increased spasticity and had a pump replacement done in 2001. The pt was seen at the physician's office last week for a pump refill and has been doing fine.